Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. Device number reported is not being manufactured currently, however, another device number from the same family was use for the "verification of failure mode reported in the current manufacturing process". Samples (125) were taken from the current production. The cuff from the samples were inflated and left for four hours, then cuff from samples were deflated. Samples were visually inspected, defect reported "balloon detached during use" was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. Root cause is unknown. No corrective actions can be established. It is necessary to receive the sample involved to perform a proper and thorough investigation to confirm the alleged defect, determine a root cause and establish corrective actions. If the alleged defect samples become available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "using sheridan endo tube, the pilot balloon was found detached in the patient bed." It was reported there was no patient injury or complication. It was reported that the patient was reintubated. The patient's condition was reported as "fine".